Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the battery compartment was cracked and the patient had a blood glucose of 420 mg/dl with extreme drowsiness. No unusual treatment was reported. This complaining is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.